Event description:
It was reported when a user was transferring from the action 3ng wheelchair to the toilet, the user had dropped from the wheelchair between the toilet seat and wheelchair. The user could not get up by himself. The door was closed, and the phone was in the kitchen. The user tried to open the door by kicking it but hit his little toe on the wheelchair´s footrest tube. There were no footrests attached. The little toe sustained an open fracture as a result of the impact and was amputated.

Manufacturer narrative:
Invacare was made aware of an event that occurred in finland with an action 3 ng manual wheelchair manufactured by invacare france. This medwatch is being filed in an abundance of caution due to the us manufactured myon wheelchair being similar in design and would likely have the same outcome as this event. The user was attempting to kick open a door, however, the user kicked the footrest tube instead which the user alleged was sharp. This allegation of the footrest tube being sharp has not been confirmed. Invacare france has requested additional information and if the wheelchair was available for evaluation. At this time of filing, no further information has been received. Based on the available information, this event is likely the result of unintended user error and not a malfunction nor defect of the wheelchair. If additional information becomes available, a follow-up medwatch will be filed.